Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of imagery showed the following: the patient's access vessel had presence of calcification and tortuosity; the commander delivery system inflation balloon was ruptured. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath shaft distal tip torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft distal tip torn was unable to be confirmed. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per report, ''it wasn't possible to retrieve the device thru the esheath. The balloon was introduced into the esheath, but it didn't pass thru it, so the esheath and commander were removed together as a single unit. The tip of the sheath rip a bit and showed torn''. Per evaluation of the imagery provided, the inflation balloon of the commander delivery system was shown to be ruptured. Additionally, the patient's access vessel had presence of calcification and tortuosity. As difficulty was experienced during delivery system retrieval, excessive manipulation may have been applied to overcome the experienced difficulty. Compounded with the ruptured inflation balloon's increased profile, this may have led to the sheath distal tip to tear. Additionally, calcification within the patient's access vessel may have contacted the sheath distal tip at any juncture of the procedure, while vessel tortuosity can increase the chances of the sheath distal tip making contact with a calcified nodule through suboptimal angles and tear it. Without the return of the complaint device, a definitive root cause is unable to be determined at this time. However, available information suggests that patient (calcification, tortuosity) and/or procedural (withdrawal of burst balloon, excessive manipulation) factors may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-04588. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm s3 valve, the delivery balloon burst during valve deployment due to calcification. The valve was implanted. Withdrawal difficulty was noted, however, the system was able to be removed as a unit with no patient injury. The sheath distal tip torn was noted. The patient is stable post procedure.